Event description:
It was reported that the user was not receiving glucose readings on the ilet-controlled pump after replacing a failed sensor and attempting to pair a dexcom g7, with an alert indicating pairing failure and subsequent attempts to re-pair and restart the sensor. Symptoms included no glucose data availability. Outcomes included temporary interruption of automated insulin dosing decisions due to missing sensor input. Investigation included customer support troubleshooting, including system setting checks, re-pairing attempts, and sensor start stimulation. Investigation of this case revealed inability of the sensor-transmitter to establish a stable bluetooth connection with the pump despite re-pairing steps. It was concluded that a communication failure between the continuous glucose monitor and the pump occurred, and user was advised to monitor for data return and call back if unresolved.